Event description:
It was reported the patient's ipg became inoperable due to not charging it for several years. The ipg was unable to establish communication between multiple external devices. Surgical intervention will be taken at a later date to address the issue. Event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.